Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced tip and plunger clamps in position #3. The instrument was cleaned, tested without further problem, and returned to expected operation.